Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a procedure, when the surgeon tried to fire the needle, the tip of the scorpion needle, ar-13995n, broke off into the patient. The surgeon was looking for the needle for about 20 min but was unable to retrieve the tip. The case was then completed with a second needle without further incident.